Event description:
A customer had sent in their device for preventative maintenance. Upon inspection, a third party service agent observed that the time of the synchronized (sync) shock on the device was more than 60 seconds. In this state, the defibrillation shock may be delivered during the vulnerable period of the cardiac cycle, which could induce ventricular fibrillation. There was no patient use associated with the reported event.

Manufacturer narrative:
A third party service agent evaluated the customer's device and observed that the sync timing was more than 60 seconds. After replacing the ECG leads, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Manufacturer narrative:
It was determined that a conclusive cause of the reported issue could not be determined.

Event description:
A customer had sent in their device for preventative maintenance. Upon inspection, a third party service agent observed that the time of the synchronized (sync) shock on the device was more than 60 seconds. In this state, the defibrillation shock may be delivered during the vulnerable period of the cardiac cycle, which could induce ventricular fibrillation. There was no patient use associated with the reported event.